Manufacturer narrative:
The device remains implanted and is not available for return at this time.

Event description:
It was reported that this patient had developed an infection at the electrode incision. During an attempted explant of the electrode, it was severed by the physician and partially removed. The remainder of the electrode remains surgically abandoned with the device. Due to the severed electrode, the device is beeping tones with high impedance (hi) code. Troubleshooting was performed to disable these beeping tones. The device remains implanted. No additional adverse patient effects were reported.